Manufacturer narrative:
Recall: continued-1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's stimulation turns on/shuts off without prompting. As a result, surgical intervention is pending as the next course of action.

Event description:
Device 1 of 3: reference MFR. Report#1627487-2018-11787, reference MFR. Report#1627487-2018-11788. Additional follow-up identified lead migration was confirmed by diagnostic imaging as well as high impedance values due to lead fracture. Surgical intervention was undertaken on (B)(6) 2018 wherein replacement of the lead and ipg resolved the issue. Note: 2 new reports were added to capture the leads.